Manufacturer narrative:
Block b3: exact date unknown, event occurred a few days following the revision procedure prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg). It was noted that the physician used electrocautery from the previous procedure (MFR no. 3006630150-2024-06060). The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg). It was noted that the physician used electrocautery from the previous procedure MFR no. 3006630150. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)) the returned implantable pulse generator (ipg) was analyzed. It would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected. With all the available information, boston scientific concludes the reported event was confirmed. The application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources.

Manufacturer narrative:
Correction to supplemental MDR in blocks: b5 and h6. The returned implantable pulse generator (ipg) was analyzed. The device was unable to accept a charge despite multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). As a result, device data logs could not be retrieved or analyzed, and functional testing could not be performed. The ipg was subsequently sectioned for internal analysis. Electrical measurements revealed excessive sleep current and low resistance at a node where high resistance is expected, confirming damage to the application specific integrated circuit (asic) chip. This type of damage is typically associated with exposure of the ipg to external high voltage or high current transient sources. A review of the device history record (DHR) did not identify any manufacturing related nonconformances, scrap, or rework that could have caused or contributed to the reported event. The DHR review confirmed that the device met all required specifications and testing prior to release for distribution. A labeling review determined that the reported event is a known risk associated with implanting a pulse generator as part of a spinal cord stimulation (scs) system. Based on the available information, boston scientific concluded that the reported event was confirmed and that the asic chip damage was the root cause.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) resulting in the device becoming completely depleted. It was noted that the physician used electrocautery from the previous procedure MFR no. (B)(4). Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. The patient underwent an ipg replacement procedure and was doing well postoperatively.